Manufacturer narrative:
Product complaint# (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown dental surgery on an unknown date and suture was used. During the procedure, the needle pulled off from the thread during the passage in the mouth. Used of another device. No reported patient consequences.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/24/2019. Additional device evaluated by MFR: a dispensed needle-suture of product code f2829, lot lpb024 was returned for analysis. The product code is double armed. During the visual inspection of the sample, the swage and attachment area were noted to be as expected; however, the end of suture was cut that appears to be by use of surgical instrument and the other needle was not returned for analysis. The manufacturing records were reviewed, and the manufacturing packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the needle pull off suggest an improper handling of the sample. Six unopened samples of product code f2829, lot lpb024 were returned for analysis. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples, no pull off suture needle or surface related defect - suture were found, and the tested samples met the finished goods requirements.